Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient had a pump since (B)(6) 2024 and that there were ~500 ml left in the bag on (B)(6) 2024. A new pump was sent and the patient did not experience any issues after. When the patient infuses the tpn, the bag and the pump are on the floor by the patient's bed. Patient has a tunneled cvc dl. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.